Event description:
It was reported that high impedance was observed on the patient's vns at the patient's first clinic visit approximately half a year after vns implantation. It was stated that the patient broke his clavicle about two weeks after the vns implant surgery. A review of device history records revealed that the lead passed quality control inspection prior to distribution. Follow up with the physician's office revealed that the physician did not believe the high impedance was the result of the injury as x-rays had been performed and had shown that the lead was fine. The impedance value was in the 5,000 ohm range. It was stated that the impedance issue was thought to be the result of the high lead impedance issue for the generator model. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).